Manufacturer narrative:
Product event summary: at analysis the stated reason for return of discoloration in the display was confirmed. It was additionally noted that the stylus holder in the bezel was cracked, the touch screen was damaged at the left bottom and this created a permanent deviation for the stylus, the media door and keyboard rails were damaged and errors were found in the software updates. The device was cleaned, a loose connection of the low-voltage differential signal board was fixed, the touch screen assembly, media door, keyboard rails, upper and lower handles and both lower hinge bullets were all replaced, the stylus calibrated, new software was installed and the device then passed its electrical safety as well as all final functional and systems tests.

Event description:
It was reported that the programmer's screen pixellation looked to be faulty. The programmer has not been received into service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service. It was further reported that the device subsequently tested out of specification during manufacturer's analysis.